Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 80 mg/dl and 37 mg/dl. Customer did not have any hypoglycemic symptoms with the readings, but drank a glass of orange juice as a precaution. No adverse event reported. Requested return of suspect device and replacement was sent.